Event description:
A bent stem on the caster fork of a 9805 hydraulic lift could contribute to the lift tipping over from instability and create the potential for a falling injury to the user from a raised position.